Manufacturer narrative:
As part of a three-year retrospective review of complaints for the quality improvement process, calls were identified in which the customer experienced burning odor and/or smoke. There were no injuries related to the customer complaints received, based on the potential of burning smell/smoke to lead to a potential injury. Based on MDR regulations, abaxis reported these events due to: 1) the likelihood of this malfunction to lead to an adverse event, although there was no evidence or reports of associated adverse events. 2) minimal detailed documentation related to the likelihood and cause of burning odor and smoke. As part of an investigation regarding the overall reported malfunction of a burning odor and/or smoking, risk assessment, and maude database search, zoetis has concluded that the burning odor/smoke overheating complaints are a low injury risk for the user or patient. The identified malfunctions have not caused or contributed to a death or serious injury nor does the data suggest that the device or a similar device marketed would be likely to cause or contribute to a death or serious injury if the malfunction were to reoccur. Zoetis will continue to monitor complaints for burning odor/smoking/overheating to determine if any new information is obtained and any change to the risks for patients or users of the piccolo xpress analyzer. If new information is obtained, new causes where risk has not been evaluated, potential of serious injury reported or identified, the site will follow the required process for MDR reporting and timeliness.

Manufacturer narrative:
During repair of the device, rotor 1 was cycled multiple times with no errors. The log file showed one 407f error on the last rotor run and the fan was noted to be making a grinding noise. The spindle motor was replaced as a precaution. The fan and cable assembly, drawer, and fan filter were also replaced. The software was upgraded to the most current version. The device was cleaned, passed all the required tests and was sent back to the customer site where it remains. No further actions were required.

Manufacturer narrative:
On (B)(6) 2020, abaxis received a call from customer lab reporting issue with analyzer sn: (B)(4) stating that the device displayed a 404f motor speed error, and emitted a burning odor. No fire or injury was reported, and no smoke was observed. The customer powered off the device, and sent it in for repairs. During evaluation of the device, the motor speed error was confirmed. The analyzer was powered on with the front panel assembly open and no burning smell was observed during boot up. The analyzer was cycled ten times with the front panel assembly still open. No burning smell was observed during the cycles, and no errors occurred. The analyzer was then cycled seventy times overnight without error. Upon physical inspection, it was observed that the spindle motor was damaged and sticking, but no burnt marks were observed. The engine assembly and pcb's were free of any burn marks, and the burning smell could not be traced to any component. The spindle motor was recommended to be replaced. The device is undergoing repair, and further information is pending. A follow up report will be submitted when additional information is received.

Event description:
The customer reported that the device displayed a 404f error, and emitted a burning odor.